Manufacturer narrative:
Additional information was requested but not received yet.

Event description:
It was reported that patient presented remotely via merlin net. Review of transmission revealed that the lead exhibited over-sensing noise leading to inappropriate high ventricular rate (hvr) episodes. No intervention was performed. There were no patient consequences.